Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained a sensor scan of 400 mg/dl in comparison to a reading of 95 mg/dl taken on a competitor meter and self-treated with insulin (dose/type unknown). Customer presented to his healthcare provider who administered an unspecified oral medication "to go back to a normal reading." No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the follow up report no.1. The correct h10 (addtl mfg narrative) has been updated.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained a sensor scan of 400 mg/dl in comparison to a reading of 95 mg/dl taken on a competitor meter and self-treated with insulin (dose/type unknown). Customer presented to his healthcare provider who administered an unspecified oral medication "to go back to a normal reading." No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. The customer obtained a sensor scan of 400 mg/dl in comparison to a reading of 95 mg/dl taken on a competitor meter and self-treated with insulin (dose/type unknown). Customer presented to his healthcare provider who administered an unspecified oral medication "to go back to a normal reading." No further information was provided. There was no report of death or permanent injury associated with this event.